Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that when they change cartridge and complete ez prime screen and when they go back in, the prime/fill cannula is not shaded and they know that they completed each step on the ez prime menu. The patient stated that they do not get any prime/no delivery alarms. There is no reported adverse event with this complaint. This report is made based on the allegation of the unusual other issue.